Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Upon re-evaluation, the sample and photograph were carefully examined. Our visual inspection revealed that the freeflow clamp was correctly positioned within the sample. However, a critical issue arose due to the assembly being oriented incorrectly, resulting in the pump door failing to properly close and the insertion of the pump segment into the infusion pump machine. The facility provided photographs and in the first photo examined it was noted the depiction of the entire bag, while the second photo focused solely on the section of the pump segment assembly and the green free-flow clip. Incidents of this nature are attributed to operator oversight during the hand assembly process. All available information regarding this occurrence has been forwarded the production team to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and two (2) photographs were submitted to the manufacturer for evaluation. Through visual examination of the photos, one photo was of a bag and the other photo was of the space pump segment assembly and the green free flow clip was in the correct position. Through visual examination of the sample, the sample had no defects observed and no incorrect assembly was observed. Based on the investigation, the reported defect was not observed from the sample or the photos. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: additional information received for this complaint. Follinwing information updated: d1 - brand name (infusomat®). D4 - catalog number (490102). Primary unique device identifer (UDI) number (B)(4). G4 - PMA/510(k) number (k142036).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) . The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a new user to the device struggled to input the tubing and close the door. The green clip is on the tubing completely incorrectly. No injury reported.